Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the occlusion alarms occur after the third day of supply use. The customer's blood glucose (bg) levels ranged between 200-250mg/dl and a correction bolus was delivered to address the bg levels. Reportedly, the customer either clears the alarm and resumes insulin deliveries or performs an infusion set change and then resumes insulin deliveries. Tandem technical support informed the customer in regards to the possible causes of occlusion alarms and educated the customer in regards to apidra insulin being contraindicated for use with the pump. Reportedly, the customer performed a supply change to address the occlusion alarm and reached out to their healthcare provider in regards to discuss the use of novolog insulin.